Event description:
Boston scientific received information that this patient called to state that she disconnected the power cord from her communicator as it was very hot. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the communicator was performed. Testing confirmed the reported clinical observations as the power brick became hot to the touch during voltage and temperature measurements. Additionally, it was observed that the power brick was visibly melted on its top surface above the area where the strain relief and cord are connected. No other adverse events have been reported. This product issue will be updated if additional information is received.